Event description:
It was reported that during sterilization of the maryland bipolar forceps instrument the flush port fell out. No add'l info was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results & conclusions - the instrument was returned and evaluated. Per the customer reported complaint engineering observed the luer plate to be dislodged from the chassis and pushed into the back end. The chassis feature that retains the luer plate is broken at the inner wall. Excessive axial force at the flush ports likely cause breakage. Engineering concluded that the likely cause of failure is mishandling/misuse in central processing. Engineering also observed distal end of the main tube to have deep scratch marks, 180 degrees apart, with material removed. Scratches are not aligned with the tube axis, suggesting they are due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.